Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: a1 - a3, b4, b5, b7, d4, g3, g6, h2, h6 (type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was reported that a 23mm 2800 aortic surgical valve was disabled via valve in valve procedure after an implant duration of 10 years, 2 months due to unknown reason. Tavr was completed with a 23mm 9755rsl transcatheter valve.

Event description:
It was reported that an unknown size aortic surgical valve was disabled via valve in valve procedure after an unknown implant duration due to unknown. Tavr was completed with a 23mm (B)(6) transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.